Event description:
The customer reported that less than 100 ml of an fluid leaked from the coulter lh 500 hematology analyzer. The leak was not contained. The technician was not running patient samples at the time the leak was observed. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) replaced cut pinch tubing at pinch valve (pv47) to resolve issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).